Event description:
Pt reported an alleged "leak at either port or band itself." The device remains implanted. F/u info provided by the pt noted that the event a leak was first speculated, because of lack of restriction after a fill appointment. A fluoroscopy was performed which confirmed a leak but the health professional could not determine the location of the leak.

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis if it is explanted in the future. The device remains implanted. Based upon the implant date provided by the reporter the connector type is assumed to be either a rapidport ez or a taper ii. Visual examination may determine the connector type associated with this report. No add'l info has been reported to allergan regarding the serial number or model number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."